Event description:
Caller reported a cgm error 42 when using their glucose monitoring system. There was no reported adverse impact to the customer¿s blood glucose level. Technical support provided instructions for a pump reset, which resolved the issue, and the caller successfully restarted their sensor session.